Event description:
It was reported that the patient was experiencing lack of pain relief. The patient underwent an ipg explant procedure and was doing well post-operatively. The explanted product was retained by the medical facility.